Manufacturer narrative:
A search for non-conformances associated with the reported part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was implanted in the patient and is not available for return to the manufacturer for analysis. If any portion of the device is return or additional information is provided, a supplemental report will be submitted. The instructions for use (IFU) identifies stent migration as potential complication associated with use of the device.

Event description:
As reported, ica bifurcation distal 2.6mm, proximal 3.4mm vessel, after stent placement, microcatheter was removed and angio was checked and the stent was migrated towards the proximal side. Aneurysm neck was not properly covered. Additional information indicated: after angio, the physician recognized that the stent was migrated, so the physician used another stent (stryker atlas) to prevent further migration of the stent. Patient is stable now. No additional treatment is planned.